Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. The customer used manual insulin injections and correction boluses via the pump to address the bg. Reportedly, the infusion sets were changed to address the issue.